Manufacturer narrative:
This report was filed late because the incident was incorrectly classified as not MDR reportable. A retrospective review of complaints, however identified this incident as MDR reportable. Investigation and conclusion:siemens sent a notice letter to dispensers in december 2005 further instructing dispensers how to check the battery door lock. Siemens re-designed the battery door locking mechanism by adding a bolt for all shipments in the united states distributed after 01/18/2006.

Event description:
The locking bolt on bte prisma 2k conversion kits was assembled in wrong direction, preventing the locking of the battery door. This was found on 6 beige conversion kits out of 15 beige conversion kits from our stock. No known complaints from the field for this issue.